Manufacturer narrative:
It was reported that the patient had a post-operative hip dislocation shortly after their primary surgery. The surgeon successfully corrected the issue via a closed reduction. The surgeon believes the anesthesia lasted longer than usual from the primary surgery and caused the patient to step incorrectly, causing the dislocation. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a post-operative hip dislocation shortly after their primary surgery. The surgeon successfully corrected the issue via a closed reduction. The surgeon believes the anesthesia lasted longer than usual from the primary surgery and caused the patient to step incorrectly, causing the dislocation.